Event description:
It was reported that a motor stall occurred, reportedly no reason for stall as there was no magnetic resonance imaging (MRI) scan. It was unknown if the stall had recovered. It was unknown if troubleshooting or diagnostic testing occurred but was to occur in the future. The issue was not resolved and the cause was undetermined. The patient experienced spasms, nervosity, increased spasticity and nausea. The ¿drp¿ was reported as 36 months. At the time of the report the patient's status was reported as alive-with injury. The pump was later explanted and replaced. The patient was currently doing good with no more spasms and good results with spasticity. This device system delivered baclofen. Please note the implant date was reported as approximate. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).